Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a blood glucose of 419 mg/dl and ketones. The customer stated that the high blood glucose was caused by a bent infusion set cannula. The customer was unable to bring her blood glucose down via bolus so she treated with manual insulin injections. The customer was vomiting at a result of the hyperglycemia. She was kept in the hospital for four days. A local medtronic representative visited the customer and troubleshot the insulin pump in person; the device was working as designed. No products were returned or replaced.